Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redr2879 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when preparing the PICC line for insertion we noticed that the internal wire was bent at a sharp 90 degree angle and didn't feel comfortable using in on the patient so we opened another kit to use the PICC line in that kit to place. The patient was not harmed.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a kinked stylet was confirmed, but the exact cause could not be determined from the returned sample. One 4 french single-lumen (s/l) powerpicc was returned for investigation. The PICC was received with the 3cg stylet inside the lumen. The PICC had been trimmed to length at the 44cm depth mark. The distal 10cm of the 3cg stylet were extending from the trimmed end of the catheter. The polyimide tubing was kinked 5.4cm from the distal tip of the stylet. The stylet wire was kinked at the proximal end of the septum on the t-lock extension set. After removing the stylet from the catheter, kinks were observed in the core wire 1.8cm, 2.7cm, 7.2cm, 8.2cm, 21.9cm, and 32.0cm from the distal end of the stem on the t-lock extension set. The two kinks in the stylet core wire that were located furthest from the t-lock extension set created bends in the catheter tubing near the 11cm and 21cm depth marks. A microscopic examination of the kink in the polyimide tubing revealed that the kink was located between magnets and the core wire was kinked inside the polyimide tubing. Since the catheter length had been modified, it is possible that the stylet was kinked during modification of the catheter or when the wire was reinserted in the PICC; however, the exact cause could not be determined. The instructions for use (IFU) warn ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ a lot history review (lhr) of redr2879 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when preparing the PICC line for insertion we noticed that the internal wire was bent at a sharp 90 degree angle and didn't feel comfortable using in on the patient so we opened another kit to use the PICC line in that kit to place. The patient was not harmed.